Manufacturer narrative:
(B)(4). The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible. The lot numbers of the gore devices were not provided. Therefore, a review of the manufacturing records could not be performed and the UDI numbers are not available. The causes of the persistent false lumen perfusion and distal extension of the dissection were not provided.

Event description:
It was reported to gore via the vascular quality initiative that on an unknown date in 2015, a patient underwent urgent treatment of a chronic dissection measuring 56 mm in zone 4 and extending from zones 4 to 4. A conformable gore® tag® thoracic endoprosthesis (tgu404020/unk) was reportedly implanted extending from zones 4 to 5. The device was reportedly delivered and deployed with no issue and successfully covered the primary entry tear in zone 4. On an unknown date peri-operatively, imaging showed persistent false lumen perfusion from the treated area. On an unknown date approximately 62 days post-operatively, imaging showed distal extension of the dissection. It was reported the maximum aortic diameter was 40 mm with no evidence of endoleak. It was also reported the false lumen appeared thrombosed within the treated area. On an unknown date approximately 361 days post-operatively, imaging showed no extension of the dissection, with the maximum aortic diameter measuring 41 mm. It was reported no endoleak was seen, and the false lumen within the treated area was thrombosed. There was no report of an additional procedure or intervention performed. Additional event details are not available.